Manufacturer narrative:
This occurred on an unspecified date in 2020. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a buretrol solution set was cracked at the "end near the clamp". It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.